Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic bilateral inguinal hernia repair procedure on (B)(6) 2015 and the mesh was implanted. Following the procedure, the patient experienced a recurrent right inguinal hernia. A second procedure was planned. No further information is available.